Event description:
The carto did not recognize the catheter. We were unable to locate the catheter on the carto screen. The catheter was changed with a brand new one but it did not resolve the issue. We changed out the patient interface unit (piu) and the problem was fixed. Upon further investiation, it appears the piu was functioning properly, but was related to a cable connection which resolved the problem. No harm came to this patient.